Event description:
Customer reported that when removing the power cord from the unit to test on battery allegedly the entire power input receptacle pulled out of the unit and exposed the unshielded connectors on the back of the receptacle. No patient injury reported.